Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "clear folded contours" and "focal adenosis" confirmed via ultrasound. Later healthcare professional reported "grade 3 capsular contractures (intraoperative)". This record is for the left side. The device has been explanted and replaced with another manufacture's device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "clear folded contours" and "focal adenosis" confirmed via ultrasound. Later healthcare professional reported "grade 3 capsular contracture (intraoperative)". This record is for the left side. The device has been explanted and replaced with another manufacture's device.